Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve manifold was sticking. Additional malfunctions include the power switch had no alarms.